Event description:
This lead was explanted and replaced due to loss of capture and dislodgement. The physician noted that at implant there were high impedances but they dropped by the time the implant was complete. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Further analysis revealed coagulated blood in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the implantation procedure. Furthermore there were found cuttings in the insulation which were caused most likely during the explant procedure. In summary, coagulated blood was identified in the lumen of the lead. There was no sign of a material or manufacturing problem.